Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation as the implanted mitraclip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed to conservatively report the patient death. It was reported that on (B)(6) 2019 the patient with grade 4 degenerative mitral regurgitation underwent the mitraclip procedure. One mitraclip was implanted reducing mr grade to 2. On (B)(6) 2019 the patient was discharged to a rehabilitation facility, but the patient did not show up to the 30 day follow-up visit for this study. The study site found via an internet search that the patient had expired on (B)(6) 2019. The cause of death is unknown. No additional information is available.